Manufacturer narrative:
Concomitant medical products - model: qty. 2 / 97715, pain stim ipg; implanted: (B)(6) 2019 model: qty. 2 / 3888-56, pain stim lead; implanted: (B)(6)2017 model: 3777-60, pain stim lead; implanted: (B)(6) 2017 model: 3708220, extension kit; implanted: (B)(6) 2017 model: 3708220, extension kit; implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a recent pain stim implantable pulse generator (ipg) changeout the patient had developed a rash around the implant sites. It was noted that antibacterial absorbable envelopes were utilized with the implants. An intervention procedure was completed to remove the antibacterial absorbable envelopes and the patients rash cleared/went away. No further patient complications have been reported as a result of this event.